Manufacturer narrative:
Intuvie received a report stating that the infusion pump, ¿has had multiple complaints about the infusion rates over the last several months.¿ follow-up was obtained, and the customer reported that on (B)(6) 2025, the pump flow rate was ¿too fast.¿ the pump did not generate any alarms, and no patient or user harm was reported. No additional information was provided. A review of the device¿s serial number history revealed no similar complaints. The device was returned for evaluation; however, the reported failure mode could not be reproduced. The failure mode was not confirmed, and the probable cause remains unknown. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint (B)(4).

Event description:
Intuvie received a report stating that the infusion pump, ¿has had multiple complaints about the infusion rates over the last several months.¿ follow-up was obtained, and the customer reported that on (B)(6) 2025, the pump flow rate was ¿too fast.¿ the pump did not generate any alarms, and no patient or user harm was reported. No additional information was provided. A review of the device¿s serial number history revealed no similar complaints. The device was returned for evaluation; however, the reported failure mode could not be reproduced. The failure mode was not confirmed, and the probable cause remains unknown.